Event description:
Neonatal ventilator failed pre-test after preparing ventilator for stand-by for the pt. An occlusion was discovered in proximal end of inspiratory limb that resembled melted plastic.